Event description:
Report received of the tubing set leaking. The customer reports that there was a crack or a hole in the tubing set. The patient experienced approximately 2-cc's of blood loss. It is unknown to the reporter exactly where on the tubing set the leak occurred. The set was reported to have been in use a couple of days before the leak occurred. The customers routine is to change the tubing sets every 72 hours. The tubing set was changed when the leak was noted. The site remained patent. There was no report of adverse patient effect. Additional patient information was requested, but no further information was available.